Manufacturer narrative:
The most likely cause of the reported event, based on this analysis is that the "inner" burst during high pressure injection and allowed the high pressure to exert on the strain relief, causing the strain relief to burst as well. Additional investigation is in progress. A follow-up report will be submitted.

Event description:
It was reported that within the last two weeks two langston catheters fractured. The area that fractured was the yellow tubing distal to the hub. They thought that they saved both catheters but only one was found. Details of the second catheter such as performing physician and lot # are not available. The only detail that was shared was that the yellow tube completely separated from the catheter when they performed the lv power injection, 900 psi. Reference MDR 2134812-2017-00073 for associated report.

Manufacturer narrative:
MDR 2134812-2017-000074. The device for this event did not return for investigation. However, a device with the same reported failure was returned from the same customer and investigated - reference MDR-2134812-2017-00073. (MDR-2134812-2017-00073): evaluation of MDR-21348-2017-00073: evaluation of the device confirmed the catheter strain relief tore during use. Dissection of the catheter revealed that the inner catheter had a longitudinal rupture approximately 2.5 inches distal to the strain relief, which likely occurred during high pressure injection and resulted in pressure build up in the strain relief area until the strain relief tore. The location of the longitudinal rupture is in an area of the inner catheter where no further manufacturing processes are performed. The component supplier investigated the returned unit and was unable to identify a cause for the longitudinal rupture. The component supplier provided test data for the burst pressure of the inner catheter shafts showing that their process is capable of meeting the burst pressure requirement. The supplier did not indicate any deviations on this lot or trend of similar events.